Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A recently implanted patient on the day of this call stated that when she was implanted this morning and was at the hospital and when she sat up in bed, she "felt like she was getting a horrible shock and it brought her to tears they we turned it off. The doctor was called, came in and as soon as patient stepped off the gurney it delivered the same shock again so they told the patient to leave it off and the rep would call her on the day of this call" to turn their device. The shocking was noted as sudden and related to positional movement. Follow up reported about a week later indicated that the representative followed up with patient the afternoon of her implant. Stimulation was turned back on and turned up to a patient reported comfortable level. Since, the patient is doing well and no further action was requested by patient. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.